Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative an issue with the pt101 airvo 2 humidifier (airvo 2). During device evaluation at the fisher and paykel healthcare (f&p) regional office in japan, it was found that the power out alarm of the subject airvo 2 sounded for less than 120 seconds. This was found while the subject airvo 2 was out of use and not on a patient. This was reported subsequent to a field safety notice informing users of a change to the disinfection kit user manual of the airvo 2 to include a regular test of the power out alarm, to be carried out in between each patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
Analysis of the service logs identified the event described in section b5. This regulatory report is being submitted due to retrospective review through (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.